Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in an 86-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci). Impella support was planned during a ppci case with dr. (B)(6). Company representatives kaisen pearce and the impella representative were on site. All products were opened by hospital staff on the sterile surgical table. The impella cp (lot 633512) was set up and primed per standard procedure. When the white cable plug was connected to console #4531, the console failed to detect the impella cp despite multiple attempts. A second console (#9119) was brought in, and the same detection error persisted. Based on this observation, the treating physician elected to open a second impella cp (lot 654770). The replacement impella cp was primed without issue, detected by the console, and successfully implanted. The procedure was completed without further complications. The account is requesting product replacement. The reported events are failure to detect pump, medical device removal, and hemodynamic instability. The impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the device exchange; however, the exchange was performed without consequence to the patient, and hemodynamic support was promptly restored with no known adverse patient outcomes.